Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, the patient presented with chest pain. On the same day, a nuclear medicine (nm) lung ventilation and perfusion showed low probability for pulmonary embolism. Also, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed that there was an inferior vena cava filter in place. Around, one year seven months later, the patient presented with left lower quadrant abdominal pain. On the same day, an x-ray abdomen flat, erect and posteroanterior chest showed that an inferior vena cava filter projected over the lower abdomen. On the next day, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed that an inferior vena cava filter was in place. Around, two years and one month later, the patient presented with acute chest pain. On the same day, a computed tomography (CT) left lower extremity that an inferior vena cava filter was noted. Also, a nuclear medicine (nm) lung ventilation and perfusion showed low probability of acute pulmonary thromboembolism. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Method, conclusion).

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.